Manufacturer narrative:
H3:product analysis :evaluation determined that the device was tested and the maximum temperature was measured to be 217 °f and the distal bearing is detached. The likely cause was identified as due to broken bearing. It was also noted that device not retaining the tool, tools are vibrating when locked, laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of not seating properly. It was reported that there was no patient involvement. Repair escalated to product event on evaluation due to overheating and detached bearing.